Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
It was reported that the device, right ventricular lead, left ventricular lead, and right atrial lead were explanted and replaced due to endocarditis. Additionally, the patient was administered medicine to treat the infection. It is unknown if the infection is related to the abbott products or any procedure involving the abbott products. The patient was in stable condition.